Manufacturer narrative:
As per the customer's request to maintain the part in stock, the dfm100 assy capacitance (453564489001) has been delivered to the customer. There was no malfunction observed with the device. The device remains at the customer site, and no further evaluation is warranted at this time.

Manufacturer narrative:
Reporter first name:(B)(6). Reporter last name: (B)(6). Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address city: (B)(6). Reporting address state: victoria reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device failed self-test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.